Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 during which the ipg was repositioned. Surgical intervention addressed the issue.

Event description:
It was reported during follow up the patients issue was not resolved following the repositioning surgery, the patient continued to feel pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) during which the ipg site was relocated. Surgical intervention addressed the issue.